Event description:
The facility representative reported an infusion pump with failure code 804:22 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board was observed. Fail code 804:22 in the event history confirms the defective uim. This fail code is manifested as a result of the user interface module being defective. The user interface module was replaced. This issue it currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.